Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned for investigation with visible moisture in the display lens. The pump powered on to the verify screen; however, the keypad was unresponsive. A leak test was performed, revealing a leak in the case seal. The pump cover was removed for investigation and revealed moisture present inside the pump. Further testing of pump was not possible due to moisture ingress.

Event description:
The patient contacted animas on (B)(6) 2012, reporting that after going swimming, the pump was found to have turned off and it would not turn back on. The patient reported that there was water noted under the display screen. The patient confirmed that there was no trauma to the pump and there were no cracks in the casing or on the display. This report is made based on the allegation of the pump power loss.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.